Event description:
Caller reported the aviva system gave a blood glucose result 76 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer's granddaughter called 911. Paramedics arrived about 15 to 20 minutes later, tested her blood glucose on their meter as 12 mg/dl. Paramedics gave IV treatment, transported her to hospital. She was released after 1 hour with no further treatment. A request was made for the return of the meter and strips, replacement sent.